Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient had pocket site pain. They underwent a device revision on (B)(6) 2024 where the battery was implanted deeper in the pocket to hopefully resolve the pocket site pain. Hcp stated that postoperatively the patient had battery site pain. Exact start date was unknown, but it was reported that this has been ongoing per the patient. Hcp revised the pocket site placing the battery in a deeper layer of tissue.